Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that a patient experienced overfill, nausea and vomiting and was subsequently hospitalized. The patient had neglected to enter his daytime exchange into the settings. It was confirmed that the patient completed peritoneal dialysis treatment while hospitalized. Upon follow up with the patient's nurse, it was confirmed that according to the treatment data, the patient did not experience overfill. The patient currently has no symptoms of nausea or vomiting and continues to complete treatment utilizing continuous ambulatory peritoneal dialysis. The patient has elected to transfer treatment to hemodialysis. The discharge summary was not available. Patient has been on peritoneal dialysis since (B)(6) 2015.

Manufacturer narrative:
A temporal association exists between pd therapy, the liberty select cycler and the reported adverse event(s) overfill, nausea, vomiting and subsequent need for hospitalization. The hospital course and duration of stay are unknown, as the discharge summary remains unavailable. However, according to a statement made by the pdrn on (B)(6) 2018, the patient neglected to enter his daytime exchange volume into the liberty select cycler, thus causing the reported overfill. Additionally, the reported drain volume 2,300 ml does not meet the criteria of greater than 180% of the largest reported fill volume (fv) of 1,700 ml which would be 3,060 ml. Based on the information available, there is no documentation or indication that any fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of a machine malfunction or a machine failing to perform as expected.

Event description:
A peritoneal dialysis nurse reported that a patient experienced overfill, nausea and vomiting and was subsequently hospitalized. The patient had neglected to enter his daytime exchange into the settings. It was confirmed that the patient completed peritoneal dialysis treatment while hospitalized. Upon follow up with the patient's nurse, it was confirmed that according to the treatment data, the patient did not experience overfill. The patient currently has no symptoms of nausea or vomiting and continues to complete treatment utilizing continuous ambulatory peritoneal dialysis. The patient has elected to transfer treatment to hemodialysis. The discharge summary was not available. Patient has been on peritoneal dialysis since (B)(6) 2015.